Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reported red and itchy rash but her side under the breast area is raw and has open skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cream that did not work. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.